Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. New information added to the following field: h6. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause could not be determined because the device was not returned. Olympus will continue to monitor field performance for this device.

Event description:
The olympus sales representative reported to olympus technical assistance center (tac), the customer was getting an unspecified communication error when using the camera with the visera 4k uhd camera control unit (otv-s400). The customer did not provide the representative with the specific error code. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Section d: the customer provided model number otv-s400 serial number (B)(6) (visera 4k uhd camera control unit) when initially reporting the event. However, upon follow up the customer further clarified the event and had isolated the failure to the camera. Camera head models (ch-s400-xz-ea - 4k autoclavable camera head and ch-s400-xz-eb - 4k camera head) are used with this camera control unit. It is unknown which model was used. UDI (B)(4) for ch-s400-xz-ea, UDI (B)(4) for ch-s400-xz-eb. In speaking with olympus technical assistance center (tac), the olympus sales representative informed tac that the customer had reported receiving an unspecified otv error. Tac reviewed with the representative, multiple otv errors that could occur with the visera 4k uhd camera control unit and provide troubleshooting steps to resolve the errors. Upon follow up with the representative, it had been determined that the customer had initially articulated the wrong error message and the issue had been a communication error that had been isolated to the camera. The failure was resolve but details around the resolution were not provided. The investigation is ongoing and additional follow up is currently being performed. When additional information becomes available, this report will be supplemented.